Manufacturer narrative:
Patient information not available for reporting. Date infection began is not known. Additional product code: hrs. Date of implant is not known. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, tension wiring method was applied to olecranon fracture but the wire (non depuy synthes product) was dislocated postoperatively. Patient had infection and bone piece was dislocated. Surgeon commented that patient has extreme dementia, early stress concentrated on the fracture area and weakened bone fracture caused by infection, there were empty holes. Reoperation (removal of the wiring and plate fixation) was performed using variable angle (va) olecranon plate on (B)(6) 2018. During the reoperation, when the surgeon tried to insert a screw into the second distal screw hole on the plate in question, the screw could not be locked on the screw hole. After inserting screws into all the other screw holes on the plate, the surgeon tried to re-insert another screw into the affected screw hole. However, it also could not be locked. The surgery was completed without inserting a screw into the affected screw hole. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. This report addresses the infection that led to the revision procedure. Intra-operative events that occurred during the revision are addressed in (B)(4). This report is for one (1) 2.7mm va locking screw. This is report 1 of 10 for (B)(4).

Manufacturer narrative:
Sterile part 04.211.018s, lot l498490: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: july 20, 2017. Expiry date: july 01, 2027. Non-sterile part 04.211.018, lot h390062: manufacturing location: (B)(4). Manufacturing date: june 16, 2017. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: there is no reported product deficiency with the impacted products on this complaint. Therefore only sterilization parameters were reviewed (where possible) and found to be in accordance with the specifications. This lot was released after checking sterilization parameters from supplier. No product related issue could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date of report/ date received by manufacturer: initially reported as july 25, 2018 but should have been august 03, 2018. That is when a synthes employee first became aware of the infection complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.